Event description:
A hydratome rx sphincterotome was used during endoscopic retrograde cholangiopancreatography (ercp) procedure. The cutwire of the hydratome broke after the sphincterotomy was completed successfully. No device fragments fell off inside the pt. The pt's condition reported to be stable.

Manufacturer narrative:
A review of the device history record for the pertinent lot did not reveal any related issues to this complaint. A search of the complaint database did not identify any additional complaints reported for the same lot. The directions for use (dfu) caution the user to "verity that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in pt injury, operator injury, a broken cutting wire, and/or damage to the endoscope." The suspect device was not returned, a device evaluation will not be performed. Based on the evaluation of other devices that have been returned with the same issue (broken cutting wire), the root cause is undeterminable since the broken cutting wire could be a user or manufacturing error and could not be verified without analyzing the device.